Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the cartridge passed a fill test with no air bubbles being formed inside the cartridge. The cartridge was able to cycle normally with no issues. The cartridge failed a leak test due to a leak from the plunger.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that insulin was leaking at the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.